Event description:
It was reported that stent damage occurred. A 4.00 x 48mm synergy xd drug-eluting stent was advanced for treatment; however, it failed to cross the lesion and the stent struts were unwrapped and protruded. There were no patient complications reported.